Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was discharged from the hospital. At the time of this report, the patient recovered from abdominal and remained recovering from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. A day before the event diagnosis, the patient was hospitalized for abdominal pain. On an unknown date, the patient was treated with meropenum injection (1000mg, intraperitoneal, once daily, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events and remained hospitalized. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.